Event description:
It was reported during device replacement due to normal eri externalized conductors were observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.